Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there were multiple o-rings from previous cartridges on the pneumatic tap. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.